Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4); the customer's report was observed and it was determined that the option was set to off in the customer configuration. The ECG option was turned on, the device was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.